Event description:
Customer's husband reported receiving a high blood glucose reading (465 mg/dl) and gave customer 14 units of insulin injection accordingly. Customer reported experiencing symptoms of grogginess, tremor and sweating. The customer was taken to emergency room where she was diagnosed with hypoglycemia and treated with IV glucose solution.

Manufacturer narrative:
The customer returned meter and test strips. Product testing on the returned products did not confirm the readings complaints. All results were within the range specifications and no errors were observed during control solution testing. The reading reported by the customer was not present in the meters memory log.